Event description:
Additional information was received indicating that the vns patient¿s dyspnea was first observed on (B)(6) 2008. The patient¿s device was disabled on (B)(6) 2010 as the patient was unable to tolerate the dyspnea and stridor which were believed to be related to vns stimulation. The patient¿s respiratory issues improved following device disablement. The patient¿s device was programmed back on in 2009. Although the patient was given medications, the shortness of breath continued along with an onset of asthma. The asthma was believed to be related to vns stimulation as it resolved when the device was disabled. During an office visit on (B)(6) 2011, the physician elected to keep the device disabled and pursue explant in the future. The patient underwent surgery on (B)(6) 2013. The explanted device has not been returned to date.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the dyspnea was first observed on (B)(6) 2008.

Event description:
It was reported that a vns patient had experienced two episodes of respiratory stridor and shortness of breath. The initial episode was reported to be continuous in frequency and moderate in severity. The patient's treating physician ruled the event to be possibly related to stimulation, unlikely related to implantation and indicated that no interventions taken. The second episode was reported to be continuous in frequency and severe. The patient's treating physician ruled the event to be possibly related to stimulation, unlikely related to implantation and indicated that this episode was not a serious adverse event. The physician also indicated that the following interventions were taken: parameter changes were made, magnet used to disable generator, medication was added and that the patient was admitted to the emergency room and had an ent evaluation.